Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-05504. It was reported the patient was given oral antibiotics due to an alleged infection at the lead site. Follow-up revealed the patient was experiencing a low grade fever, low energy, and pain at the lead/ipg site. The ipg site was found to be tender and indurated around the edges. As a result, the patient was sent to the emergency room and cultures were taken. The patient tested positive for (B)(6) and cellulitis at the lead/ipg site. The patient remains hospitalized at this time, and will be transferred to a long-term acute care setting for IV antibiotics.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.